Manufacturer narrative:
Serological testing was not performed using the returned using the returned gel cards since the cards were damaged and received in a condition unacceptable for testing. Serological testing performed at ocd (mts) using retained cards from lot# 111008053-01, the three returned samples and a known donor sample was satisfactory. All the samples were typed as group a with negative reactivity in the anti-b microtubes as expected. The customer's complaint was not confirmed. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Incident is isolated. (B) (4).

Event description:
The customer reported false positive reactivity in the anti-b microtubes while performing donor retypes using mts abd monoclonal grouping card lot # 111008053-01. The units were previously typed as group a. The units were repeated using the tube method and were typed as group a as expected. No erroneous results were reported. The customer indicated that the incident occurred last week (estimated day by ocd (B) (6) 2009). False positive test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR#s 1056600-2009-00083, to document additional false positive results with different donor units from the same lot of gel cards.